Event description:
It was reported that the lead exhibited low impedance.

Manufacturer narrative:
Final analysis found the distal insulation abraded at 28 and 29 cm from the connector pin, which exposed the distal coil and caused the reported low impedance.